Event description:
The complaint is reported as: the humidifier adaptor does not fit tightly to the oxygen flow meter. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint - (B)(4) (snap-on flowmeter adaptor) batch #4-01422, 5-01421, 5-091422, 6-091421, 6-091422, 7-091421 and 7-091422 during the manufacture of the material. Although the sample was not returned, previous complaints have been received regarding the thread on the adaptor of this product and a CAPA (B)(4) was opened to address the issue. If the sample is returned, a follow-up report will be submitted with investigation results.